Manufacturer narrative:
B3: unknown; month and year valid. H3: one device was returned for evaluation in used condition. Visual inspection showed no defects in the appearance. Functional testing was performed, and it was found that when the ventilation volume is set to a high value, the ventilator does not switch to the expiratory state and continues inspiratory. The cause was traced to a fault in the timing valve assembly. The timing valve assembly was replaced to address this issue.

Event description:
It was reported that there were cases where the inspiratory flow was continuous, making it unusable. Per reporter, this issue occurred during priming at the facility. There was no reported patient involvement.